Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 90% stenosed proximal circumflex artery. The patient presented with a myocardial infarction. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter up to 8 atmospheres. A 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion but could not cross due to the heavy calcification. When removing the sds, due to the anatomy, a proximal stent strut flared. A 2.5 x 8 mm xience xpedition sds and 2.5 x 18 mm xience xpedition sds were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.